Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis.a partial lead with the connector pin measuring 16.0cm was returned for analysis. External insulation abrasion was noted at 7.7-8.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.(B)(4)